Event description:
Prior to surgery the user was testing the device when it went into alarm for overtemperature. The user could not clear the alarm and the unit had to be replaced prior to starting surgery. The customer asserted that if the alarm occurred during surgery, rewarming of the pt could have been delayed. The customer has expressed concern that an event such as this could result in injury to the pt. The user institution has determined that an in-line fitler screen was clogged, preventing adequate water flow and causing the alarm. The user has also reported the prventive maintenance manual issued with the unit in 1990 does not contain instructions for cleaning the screen.